Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that one day post implant it was found that the atrial lead had dislodged. The lead was explanted and new atrial lead was implanted. No patient complications have been reported as a result of this event.